Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿low¿; however, a specific value was not provided, cause was unknown. Due to the bg level the customer loss consciousness. Customer went to the emergency room (ER) and was subsequently hospitalized. Customer was treated with intravenous fluids of glucose and was released from the hospital on (B)(6) 2026 with the issue resolved and no permanent damage. Recommendation was made to discuss diabetes management with a health care professional.